Event description:
It was reported that a patient presented with a st segment elevation myocardial infarction (stemi) and that with a right femeral artery access, after successful pre-dilatation with a 2.5 x 20 balloon, during a distal-mid-proximal left anterior descending (lad) artery stenting procedure, a xience xpedition 2.5 x 23 mm stent delivery system was advanced to the distal lad, but the sds would not cross the totally occluded vessel to the distal lad; therefore, the physician deployed the stent in another diseased area in the mid lad. A xience xpedition 2.75 x 12 mm stent was deployed without difficulty in the proximal lad. Another xience xpedition 2.5 x 12 mm stent was deployed in the mid lad. The physician did an angioplasty with a 2.5 x 30 unspecified balloon in the distal segment of the lad obtaining good results with good flow. The procedure was complete. About two hours later, the patient had chest pains (angina) and another EKG was done with findings of a new myocardial infarction (mi). The lad was totally occluded distally to the stents implanted in the mid to distal lad. Another percutaneuos procedure (pci) was done with left femeral access and after pre-dilatation, using a guideliner for support, a 2.5 x 15 mm xience xpedition stent was implanted distally in the mid lad and two xience xpedition stents were implanted in the distal lad. The procedure was complete and the patient is stable. Reportedly, the originally implanted xience xpedition stents in the mid-proximal lad were open and patent. The patient is now stable and there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Angina and myocardial infarction are listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known adverse event of coronary stenting procedures. There is no indication of a product quality deficiency. A conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined.